Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for shock impedance high out of range measurement, measuring greater than 137 ohms. The boston scientific representative recommended that the patient be seen in-clinic for troubleshooting to evaluate lead integrity. No adverse patient effects were reported. This rv lead remains in-service.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for shock impedance high out of range measurement, measuring greater than 137 ohms. The boston scientific representative recommended that the patient be seen in-clinic for troubleshooting to evaluate lead integrity. No adverse patient effects were reported. This rv lead remains in-service.